Manufacturer narrative:
Additional information was received that the patient was getting shocking stimulation. The patient underwent an ipg replacement procedure. The patient was doing well post-operatively.

Event description:
A report was received that the patient's ipg kept shutting off. The physician believe that the ipg was malfunctioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg kept shutting off. The physician believe that the ipg was malfunctioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02, (sn (B)(4)): device evaluation indicated that the complaint of the ipg shutting off was confirmed. Stimulation signal was monitored and device did not inadvertently turn the stimulation off without user input/command. The complaint of the device giving "shock like" stimulation was not confirmed. The ipg was investigated with known good test leads. Impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent, and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation.

Event description:
A report was received that the patient's ipg kept shutting off. The physician believe that the ipg was malfunctioning. The patient will undergo an ipg replacement procedure.